Event description:
On 04/08/2022. Infutronix received a complaint from an end user: IV tubing came off the port." There was a very minor leak. The incident occured during an infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.